Event description:
Philips received a complaint on the v60 ventilator indicating that the ac power cable was damaged. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device on (B)(6) 2025 observed the ac power cable damage. The asp replaced the ac power cable to resolve the issue. Following the part replacement, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital.